Event description:
It was reported that the patient is deceased and died approximately two weeks after device system implant. Per the manufacturer's representative, interrogation of the device post mortem noted no defibrillation therapy or pacing was received post implant. The cause of death was not known. No device malfunction was reported by the physician.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.